Event description:
The patient reported that their pump was beeping. At the time of the report, the pump was approximately seven years old. The patient¿s physician indicated that the pump would need to be changed. The patient noted at the time before their last refill, they increased their dose and ¿they finally got the patient in the right mode to where life was easier to live¿. The medications used within the system were baclofen and dilaudid. It was later reported that a pump alarm was heard every hour, and the patient noted that there was no medication in the pump as of (B)(6) 2013. The patient reported that when the pump ran out, it caused a lot of side effects. They had incontinence, and further note that the pump inside them ¿does nothing¿. The patient stated that the last date they ¿went¿ was (B)(6) 2012 or (B)(6) 2013; that they were not sure. They had ¿been twice, and their healthcare provider upped the dose orally on the baclofen and ¿only one extra dilaudid¿. The patient stated that they were still having lots of pain and a lot of incontinence. The patient stated that when it first stopped they had been to the hospital and ¿it felt like pins and needles all in them¿. The healthcare provider thought it was neuropathy. About two weeks later the patient reported that they were still having concerns regarding their device or therapy, but they were working with their doctor. The patient¿s next appointment date was unknown. The pump needed to be removed or replaced. They noted that on (B)(6) the pump stopped. It was later reported that the pump was removed due to normal battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4). Analysis of the catheter (j12536r05) revealed a hole or tears in the catheter body caused by the catheter connector pin. Analysis of the catheter (unknown) revealed the catheter was incomplete and returned in segments. The catheter passed all acceptable testing. Analysis of the pump revealed no significant anomalies.

Event description:
Correction ¿ it was previously reported that [at the time of the report, the pump was approximately seven years old]. The pump was approximately 85 months old at the time of the initial report in (B)(6) 2012, and was 88 months old when it was explanted in (B)(6) 2013.

Event description:
Additional information: it was reported the patient¿s pump was removed on (B)(6)-2013. At the time of the report a new pump had not been placed and there was no plan to implant a new pump. It was also reported "the patient had recovered well without any issues."